Event description:
It was reported that (4)devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s trocars, from the tk12m kits, gaskets were torn. Another trocar was used to complete the case. There was no consequence to the patient. Only (2) used devices and (2) unused sterile devices are being returned for analysis.